Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Per customer, the requested patient demographics is "unknown".

Event description:
It was reported that the device infused an unspecified fluid faster than it was programmed. Although additional information was requested, it was stated that the information is unknown.

Manufacturer narrative:
Additional information: a.4 the reported complaint that pump module infused an unspecified fluid faster than it was programmed was not confirmed. Physical inspection of the device noted no instrument seal. Both iui connector contact pins were observed dull. Dried fluid was observed on the right side male iui and in both iui rear case cavities. There were no other obvious issue or anomalies observed. Review of the pcu and pump module event logs show no infusions or any activity on the reported date of event. The most recent infusion program observed in the logs occurred on 31 december 2019. A remote primary infusion with the rate of 30ml/h and vtbi of 250ml and secondary infusion with the rate of 41.6075 ml/h and vtbi of 125ml was initially programmed. The device was channeled off before any completion of the infusion programs. Rate accuracy testing performed found the device delivering fluid within specification. The root cause of the customer¿s report of an over infusion was not identified. Device history review: review of the pump module s/n (B)(6) service history record showed the device had a manufacture date of 06feb2012. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6)2020 and indicated that this device has been previously returned for service: (B)(6)2014 ¿ cracked housing ¿ replaced bezel assembly ¿ replaced both iuis review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the device infused an unspecified fluid faster than it was programmed. Although additional information was requested, it was stated that the information is unknown.